Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited on-site and log files were analyzed. It was confirmed that the flexvision pc was not booting. On further troubleshooting, the fse found that the cmos battery of the flexvision pc was defective, causing the boot up process to fail. The fse replaced the cmos battery. After replacement, the system was verified to meet the required service specifications and was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.